Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary:  the physical device was not returned for evaluation. However, two electronic photos were provided for review. The investigation is confirmed for the reported material protrusion and expulsion issue as the left septum of the port was found partially dislodged from the port base. However, the investigation is inconclusive for the reported leak issue as the exact circumstances at the time of reported event was unknown and cannot be confirmed from the provided photo review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2023), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, the port was allegedly found leaking. It was further reported that when chemo was injected into the port, the patient allegedly experienced complete skin burn. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 12/2023).

Event description:
It was reported that sometime post port placement, the port was allegedly found leaking. It was further reported that when chemo was injected into the port, the patient allegedly experienced complete skin burn. The current status of the patient is unknown.